Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure on (B)(6) 2016, the physician was unable to advance the lead to the desired position. As a result, the lead was removed and the procedure was abandoned.